Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The lead was noted to be totally separated at the terminal end, the insulation was damaged and the lead was hanging together by two thin wires. The lead was suspected to be fractured. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.